Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime, compromised forces sensor system test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin motor error alarms. Customer¿s blood glucose level was 220 mg/dl. Customer was able to complete rewind. Customer reported that the drive support cap appeared to be normal. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.